Manufacturer narrative:
Insulin pump had no unexpected load noise or loud vibrating. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the customer's insulin pump makes a rattling sound when it vibrates. Customer's blood glucose level at the time 96mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)